Event description:
**Update** - bilateral patient. Medical records received on (B)(6) 2013. Left hip - revision operative report indicates the following: pain; elevated metal ion levels; large brownish-colored fluid collection; pseudocapsule stained with brownish-gray tissue; necrotic tissue; impingement in soft tissue; minimal corrosion. The information received does not change the MDR decision for the left hip. Right hip - revision operative report indicates the following: pain; elevated metal ion levels; yellow clear fluid with extensive particulate; extensive tissue necrosis; brownish material within femoral head; minimal amount of taper corrosion. Adapter sleeve and femoral stem being added to the complaint for the right side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.